Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor system. The pump passed rewind, basic occlusion and displacement test. No motor error alarm was noted. The motor passed motor test. The pump was received with cracked reservoir tube lip and minor scratches on display window. (B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.